Event description:
It was reported that during an arthroscopy while the foot pedal was on, the device was spewing metal shavings. The shavings were washed out/irrigated. Use was stopped. The device has been inserted in the knee. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned with four broken/damaged teeth on the outer shaft and one damaged tooth on the inner shaver. There were scouring marks on the outer surface of the outer shaft, but none on the inner shaver. Upon evaluation, the device passed spin testing and drop testing confirming the device was not bent. When the device was assembled and spun on its axis, there was no sign of metal to metal contact. The device history record was reviewed, and no discrepancies were noted. The instructions for use state "do not contact cutters, shavers, or burrs with metal objects as this may cause the device to break or shed metal."